Event description:
The customer reported that approximately 1 minute into the donation procedure, they noticed liquid dripping from the anticoagulant (ac) line onto the machine. The procedure was ended and the set was discarded. No injury was reported regarding this incident. Patient information is not available at this time. The disposable set was not available for return because it was discarded by the customer. A photograph of the set was provided. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Root cause: review of the rdf did not show any unusual signals or behavior by the trima system that might indicate that air was in the system. The procedure was ended during the first draw cycle of blood prime, before the first return cycle so no blood or air was returned to the donor. Based on the complaint description and the picture taken of the kit, there was some air seen in the ac, inlet and return lines. During blood prime, the system back primes the return line with blood and ac fluid. Based on the ac pump speed during the blood return prime substate, it was calculated that 2.3 mls of ac fluid was used to prime the return line (qac (2.9 ml/min) x 0.8 min = 2.3 mls). This would be the maximum volume pumped from the ac line into the return line. A definitive root cause for the leak at the ac inlet line was not determined. The provided picture and the rdf analysis suggest that this could have been the result of. Tube bonding mis-assembly. Slit in the ac line.

Event description:
The customer followed up with the patient (donor) by telephone after the procedure and the donor was 'ok'. Patient (donor) gender and weight were obtained from the run data file.

Manufacturer narrative:
.

Event description:
Patient identifier and age were not provided.

Manufacturer narrative:
Investigation: the customer sent a picture of the lower left corner of the cassette/inlet pump, with a small puddle of fluid below the inlet pump. The anticoagulant (ac) line appears to have fluid in it, as well as the return and inlet line. Investigation is in-process. A follow-up report will be provided.